Event description:
It was reported that the neurologist was not able to interrogate the vns patient's pulse generator at a follow up appointment in (B)(6) 2010, and subsequently referred the patient for generator replacement surgery. The failure to establish communication was suspected to be due to the generator having reached normal end of service. The patient subsequently had surgery where the generator was replaced. The explanted device was returned to manufacturer for analysis where the failure to program event was confirmed and found to be due to end of service. However, during the current consumption rate for the supply current tests, did not meet functional specifications as defined in the manufacturer test specifications. The measurements received demonstrated an increased current consumption for the device, potentially contributing to a premature end of life condition. With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6.